Event description:
A report was received that during the permanent implant procedure the lead stop screw was tightened too tight and cause a small depression to the lead. The lead was then removed and replaced with a new one. Patient is doing well post operatively and the lead will be sent back for analysis.

Manufacturer narrative:
Product analysis has been completed, and visual inspection revealed that the body of the lead was flattened by the lead stop screw.

Event description:
A report was received that during the permanent implant procedure the lead stop screw was tightened too tight and cause a small depression to the lead. The lead was then removed and replaced with a new one. Patient is doing well post operatively and the lead will be sent back for analysis.